Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission alert noted that the pacemaker exhibited noise oversensing on both the atrial and ventricular channels. No changes or intervention were done; the pacemaker will continue to be monitored. The patient was in stable condition.